Event description:
Pt stated she has had two power packs that did not last the expected amount of time. One power pack lasted 2 days and the other power pack lasted 1 week. The first time it occurred, the pt stated the power pack died without any warning, "the pump just died." She stated she then changed the power pack. The second time this occurred, it lasted one week but she did receive the a2 warning. The power packs were discarded; therefore, no lot number or expiration date is available. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.